Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been experiencing episodes of high blood glucose which range from 285 mg/dl to 400 mg/dl, which the customer treated with animus insulin pump. At the time of the phone call the customer's blood glucose was 70 mg/dl. The customer's symptoms of high blood glucose were stomach pain, headaches, tooth ache, muscle ache, and flu like symptoms. The drive support cap was recessed. Troubleshooting was performed and the device passes all functional tests, including high pressure test. The cannula was bent and there was a scab at the site of the infusion set insertion. The customer had reverted to the animus insulin pump and was using the same insulin vial that they used with their previous insulin pump which was causing the high blood glucose readings. Nothing further was reported.